Manufacturer narrative:
Section b3: unknown, not provided but the best estimate date is between (B)(6) 2025. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded multifocal intraocular lens (iol), model drt150, was explanted from the patient¿s right eye for an unknown reason. The procedure was completed successfully with implantation of a replacement lens of the same model (drt150, +21.0 d), with a 1.0-diopter difference. No additional information was provided.